Event description:
Bnaxter japan reports that there was leakage around the twist clamp of the transfer set. The set was in use for 120 days. There was no pt injury or medical intervention associated with this incident according to the international affiliate.

Manufacturer narrative:
Eval summary: results indicate that the lab was not able to confirm the reported event. There are no further measures taken relative to this matter. Renal product surveillance, quality engineering, along with plant mfg, will continue to monitor this product line.